Event description:
It was reported that shortly after implant of a new device, far-field p-wave oversensing were detected on the ventricular electrogram once the existing right ventricular (rv) lead was connected to the new device. The physician questioned this as the explanted device did not exhibit this issue. The ventricular sensitivity was reprogrammed and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).